Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the device sound and beep did not work at the mx40 speaker certification mt56060 tool station. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound or beep. The device was not in use on a patient at the time of the event. There was no adverse event reported.